Event description:
The pt scratched open the pump incision. There was a possible infection. The pump and catheter were removed. There was no pt injury. The pt recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.